Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported by the patient¿s son that at the pacemaker check approximately a month ago, the patient was having premature ventricular capture (pvcs) and atrial fibrillation a drop in heart rate. The patient¿s son reported that the pacemaker was allowing the patient¿s heart rate to drop below the programmed 60 beats per minute and has been as low as 45 bpm. The patient¿s son was instructed to contact the patient¿s physician. The device remains in use. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.